Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not response due to flatten button dome switch. No scrolling numbers display anomaly noted. No moisture damage on electronic assembly found. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery test due to the unresponsive button. The device had cracked display window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.